Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited byphasic noise on all three channels, which occurred while the patient was receiving physical therapy. This noise was sensed by the device, and resulted in a 5 second pause in pacing. No symptoms were reported. A guidant technical services (ts) consultant discussed the likelihood of external noise being the source for the observation, as the noise was observed on all 3 channels.